Event description:
It was reported that the patient was not getting pain relief. The patient underwent a procedure wherein the ipg and leads were explanted. The patient was doing well postoperatively and the explanted devices were discarded by the medical facility and will not be returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-70 serial number: (B)(6) batch/lot number: 5139163 model/catalog description: linear st lead kit 70 cm unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-2218-70 serial number: (B)(6) batch/lot number: 7074323 model/catalog description: linear st lead kit 70 cm unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-2352-50 serial number: (B)(6) batch/lot number: 7071267 model/catalog description: linear 3-4 lead 50 cm unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-2352-50 serial number: (B)(6) batch/lot number: 7071564 model/catalog description: linear 3-4 lead 50 cm unique identifier (UDI)#: (B)(4).